Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 7/16/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure as per visit to the doctor¿s office. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant gel prostheses on 7/12/2018; catalog # 3504501bc, s/ns (B)(4), 450cc (l) catalog # 3504751bc, s/ns (B)(4), 475cc (r). No complications were noted.

Manufacturer narrative:
In the initial report submitted on 7/19/2018, the left replacement breast prosthesis serial number was incorrect. The correct serial number for the left replacement breast prosthesis is (B)(4). The mentor failure analysis lab received the device for evaluation on 8/1/2018. Device evaluation summary: the device was received at mentor without fluid. Brown material was observed within the device. Brown and grey material were observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior view. A rent was discovered within the crease measuring approximately 0.2 cm. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and grey material observed. The device history record (DHR) for the lot number 6474406 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).